Event description:
It was reported that the customer had been hospitalized because of a knee injury that occurred while they were at work. Customer stated the device is alarming no delivery and they are treating high blood glucose levels with manual insulin injections. Customer's blood glucose level was 512 mg/dl at time of hospitalization. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be flush. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 222 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).